Event description:
Pt admitted to hospital for removal and replacement of bilateral breast implants secondary to left breast implant deflation. Pt has no history of trauma and was not experiencing pain. Pt had baker ii capsules on right side breast implant. Pt had very thin capsules on both sides. Right breast implant was intact. Original breast implants were placed 1997. In 2000 the left breast implant was removed and replaced secondary to deflation. Manufacturer unknown. Pt authorized hospital to dispose to their surgically removed breast implants.